Manufacturer narrative:
This incident occurred in (B)(6) 2023 but was only recently reported to us. Due to this long delay it is no longer possible to retrieve the logfiles and analyze the parameters of the examination performed. The injury, 2nd degree burns on the inside of the thighs is consistent with heating incidents caused by insufficient distance between body parts, a so-called skin-to-skin burn. Incident occurred in (B)(6) 2023, was only recently reported to us and considered a use error. No indication for system contribution.

Event description:
Philips received a report that a patient suffered 2nd degree burns on the inside of the thighs that required medical intervention during an MRI of the abdomen, pelvis and lumbosacral spine.